Event description:
A transfer pole was installed by resident's bed, secured to the ceiling and floor, placed about 4.5" from bed at neck level. Resident rolled out of bed and neck became stuck between teh transfer pole and bed mattress. Resident was asphyxiated.